Event description:
The tubing is defective. The portion of the IV tubing that contains the drip chamber vent slide clamp is missing from the IV set. The drip chamber is open to the environment due to the missing tubing.